Manufacturer narrative:
The device is not available for evaluation. Review of the device history record cannot be performed as the lot code is unknown. No defenitive conclusions can be made. However, it is likely that breakage is due to the application of atypical force upon the needle after the device became bent from contact with hard bone. At this time, the complaint is considered to be closed.

Manufacturer narrative:
The device is not available for evaluation. Review of the device history record cannot be performed as the lot code is unknown. No definitive conclusions can be made. However, it is likely that bending of the needle was due to contact with the patients hard bone as indicated by the surgeon. The needle did not break as indicated in the initial medwatch report. After bending, the needle was cut off by the surgeon just below the pedicle during a mini open procedure. The event did not result in any adverse consequences to the patient. At this time, the complaint is considered to be closed.

Event description:
Contact reports the procedure was a two level vertebroplasty case. All went well except the last needle could not be pulled out of the patients vertebral body. As the surgeon pulled harder, the needles plastic t-handle dislocated from the device. Fluoroscopy image revealed that the needle was slightly bent in the vertebral body. A mini open procedure was performed and the needle was cut off just below the pedicle. Doctor was asked what may have caused the needle breakage and he replied that the needle was bent due to hard bone quality. The removed portion of the needle is not available for evaluation.